Event description:
A healthcare facility in china reported that a rt266 infant dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4) method: the subject rt266 infant dual heated evaqua2 breathing circuit and additional information was requested to be provided to fisher & paykel (f&p) healthcare new zealand for evaluation. Results: the subject device was not returned to f&p healthcare for evaluation. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. All rt266 infant dual heated evaqua2 breathing circuit are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: check all connections are tight before use. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.